Event description:
During review of programming and diagnostic history, it was observed that an interrupted system diagnostic test occurred that caused an unintended change in device settings during an office visit on 01/29/2015. There is no further programming history available from this date. The patient's device was next interrogated during an office visit on (B)(6) 2015 and the settings appeared to have been corrected since the interrupted system diagnostic test. No patient adverse events were reported.